Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient has a diaphysis of the right clavicle and was implanted with lcp recon plate and screws on (B)(6) 2012. Surgeon did bend the plate in a vertical and torsional direction before implantation. Patient started passive exercise the next day and doing a 90-degree active exercise a week later after the surgery. Patient developed pain and a deformation was visible at the affected part, the breakage of the plate was found during a medical examination (B)(6) 2012 and the plate was removed.

Manufacturer narrative:
Device used for treatment. The manufacturing documents were reviewed and no complaint related issues were found. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The dimensions of the plate were checked as far as possible using a sliding caliper and found to be in accordance with the technical drawing. The examination of the raw material inspection sheet and the manufacturing papers of the plate showed that the chemical composition, microstructure and mechanical properties of the commercially pure titanium - ticp - were in compliance with ao/asif specifications and international standards iso 5832-2 and (B)(4) for unalloyed titanium. The examination of the manufacturing papers showed no deviation from normal conditions or rather any irregularity of the production process. The plate broke at the middle plate hole in the dcu part. After breaking, the two plate fragments rubbed against each other causing destruction of the fracture surfaces. Frictions on the fracture surface and on the upper side of the plate lead to corrosion attack. The broken plate hole was not occupied by a screw. When examining the medial fracture surfaces of part a and b using the scanning electron microscope -sem- the initial fracture areas and the fracture behavior could be identified. The crack initiation started at the upper side of the plate and ran through the material. Patterns of ripples or fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. Furthermore the topography of the fracture surfaces showed fatigue striations and the fracture surface of part a showed a small area with a mixed fracture with fatigue striations and a structural breakage appearance. Structural breakage appearance is typical for pure titanium and indicates high alternating loads. Also the numbers of subsidiary cracks increases with increasing load. Sem observations and findings showed that the plate failure was caused by fatigue and overload. The failure of the investigated implant was due to dynamic bending which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated plate had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process of the implant can be excluded.